Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 06may2019. The data acquisition printed circuit board assembly (da pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the da pcba revealed no signs of physical damage and contamination. The da pcba was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned da pcba passed all testing, and no errors were generated. The reported complaint of a failed pressure accuracy test was not duplicated, no fault was found on the returned da pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed the pressure accuracy test (pvt test 4) on arrival. There was no patient involvement. The event date was not specified; estimate used.